Manufacturer narrative:
Investigation of this complaint is currently in progress. The samples and lot numbers associated to this report are not available for eval.

Event description:
On 05/30/06, nellcor puritan bennett rec'd a report of increased incidence of stridor post extubation on a hi-lo evac endotracheal tube. The caller reported an increase in incidence of stridor. The caller reported that 3 out of 5 pts had to be re-intubated. Nellcor is attempting to gather more info related to the claim of 5 occurrences.